Event description:
The customer reported to olympus that the video system center has a no-scope image (showing a black image) but sees patient data on the left side of the screen. The issue was found during a diagnostic hysteroscopy with polypectomy procedure that was delayed by 30 minutes due to equipment issues, and the patient received a different procedure instead. It was also mentioned that procedures had to be cancelled, and since they had to cancel multiple procedures due to the equipment not working until they received back the lightbox. The customer was able to complete the ultrasound-guided polypectomy, which was the main goal of the procedure, and was able to remove the polyp under ultrasound guidance. They were not able to complete this hysteroscopically and look inside the uterus with a camera. There were no reports of patient harm. In speaking with olympus technical assistance support (tac) via phone, the customer stated that during troubleshooting, she had only one tower, so they could not swap the camera for another unit. The customer stated that they had moved around the camera cable and swapped out both cables, which did not resolve the issue. The customer reported that the device was working properly now, but she feared this issue was going to come back again and did not want to troubleshoot any further. The customer also stated that when no scopes are plugged in, there are no color bars, and the scope image was intermittently showing as an all-black display. The light guide cable was working properly, but the customer does not have another camera head to test with. This report is related to patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that all video output signals and images were present and normal. However, found old version led cables and od s/w ver. 3.0 that we recommend updating the cables and the s/w to ver. 3.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the reported image issue was not reproduced. Therefore, the root cause could not be identified. Olympus will continue to monitor field performance for this device.